Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered rounds of anti-tachycardia pacing (atp) and several shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr) reaching therapy exhaustion. The arrhythmia did not convert. Technical services (ts) was contacted and reviewed the available data. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.